Event description:
Cpi received information that a patient with an implantable cardioverter defibrillator (ICD) was admitted to the hospital for a device replacement. Battery status measured elective replacement indicator (eri), with a monitoring voltage of 4.81 volts. The patient was inoperable and was transferred from intensive care. While in intensive care, the patient expired. After the patient's death, the ICD was interrogated and found to be in the 'monitor only' mode. Possible causes include; 1) the monitoring voltage went below 4.70 volts and the ICD mode automatically (by design) switched from to 'monitor only' or 2) the physician, inadvertently, programmed the ICD to 'monitor only' the ventak physician's system manual describes device function below eri.